Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced one kinked cannula event on 22-may-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for eight hours. Blood glucose levels were 260 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.